Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not powered on. A field service engineer found that the issue was caused due to the main drawer 6 full height cubie drawer failure, replaced the pyxibus module controller and drawer controller printed circuit board (pcb) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not powering on. The customer stated that the user had to request medications from nearby stations or the onsite pharmacy, and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.